Event description:
It was reported that air was observed in the sheath. During preparation for an ablation procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath clear was selected for use. The sheath was prepared per the information for use (IFU). Foward flushing showed no abnormalities. While fully submerged, aspiration of the sheath demonstrated air being drawn into the syringe which was visible in the tubing of the sheath. Forward flushing and aspiration were performed in addition to light agitation of the proximal sheath, in an attempt to resolve the issue. Aspiration was completed with the sheath deeply submerged in saline, ensuring the tip was not in contact with any surface. Air bubbles continued to be observed on aspiration. The 3-way stop was manipulated to ensure air was not entering though it, but it was determined that this was not the source as visible air bubbles were seen within the sheath tubing. Covering the sheath valve during aspiration also resulted in air bubbles. The sheath was replaced, and the procedure was completed successfully without patient complications. The device has been received for analysis. It was further reported that no devices had been in the sheath prior to issue. Merely, flushing with a 20 ml syringe, there was no irrigation connected. Only flushing and aspiration through 20 ml syringe. There was no guidewire in.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were observed. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that air was observed in the sheath. During preparation for an ablation procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath clear was selected for use. The sheath was prepared per the information for use (IFU). Foward flushing showed no abnormalities. While fully submerged, aspiration of the sheath demonstrated air being drawn into the syringe which was visible in the tubing of the sheath. Forward flushing and aspiration were performed in addition to light agitation of the proximal sheath, in an attempt to resolve the issue. Aspiration was completed with the sheath deeply submerged in saline, ensuring the tip was not in contact with any surface. Air bubbles continued to be observed on aspiration. The 3-way stop was manipulated to ensure air was not entering though it, but it was determined that this was not the source as visible air bubbles were seen within the sheath tubing. Covering the sheath valve during aspiration also resulted in air bubbles. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that no devices had been in the sheath prior to issue. Merely, flushing with a 20 ml syringe, there was no irrigation connected. Only flushing and aspiration through 20 ml syringe. There was no guidewire in play.